Event description:
Pt fell (no injury) when back rest screws pulled away from the shower chair.

Manufacturer narrative:
Assessment is that the supporting back clamp broke away from the chair. The break was not the result of design or faulty assembly. It appears the user was using the back of the chair as a support when exiting the shower/bath area. The chair is designed to support a pts distributed weight. Using the back of the chair as a support caused an overload to the back and the screws popped away from the aluminum frame.